Manufacturer narrative:
The transmitter was unable to charge due to a broken cow catcher and damaged contact pins. The transmitter was unable to perform the functional test due to this charge anomaly.

Event description:
It was reported that the customer's blood glucose level was above 600 mg/dl. The customer treated himself with insulin. The customer stated his transmitter was not charging properly. The product has been returned. Nothing further was reported.